Event description:
It was reported it was reported that the patient was found after they had collapsed. Remote transmission showed that the atrial lead had occasional p-wave undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.